Event description:
It was reported that there was premature battery depletion. There was no information on why the device was to be replaced or what was wrong with it, or if the patient had ever been in overdischarge. It was indicated that the battery had been overworked and was not functioning any longer. No outcome or interventions were reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37092, lot# 281630001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information from the manufacturing representative (rep) reported the healthcare professional (hcp) said that the patient had to charge his implantable neurostimulator (ins) 2 times daily. The hcp requested authorization for replacement but insurance would not approve it because it was a 9 year battery. The ins worked. The coverage was satisfactory and the patient got good pain relief. According to the patient that the rep called, he and the hcp are requested a battery replacement because he went from charging every 2 days to 1 time per day then to 2 times per day about 5 months ago. Surgical intervention was not yet scheduled for replacement. Further, after additional follow up, the rep reported no troubleshooting was done. They were made aware of the situation and called the patient to get clarification. The rep stated to clarify, the patient was still using the device. It was working and he is receiving effective therapy. The rep reported that the patient just did not like to charge as often as he was having to. Th e rep additionally reported that the patient did not recall if he had seen a manufacturing representative in the recent past. The hcp wants to replace the battery to try to improve battery recharge interval however workers comp did not approve this. If additional information is obtained a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) had battery depletion that occurred after 4 years when a 9 year device life was expected. The device battery life had only lasted 4 of the 9 years. It was reported from the insurance company that the malfunction of the device should be covered by the manufacturer. It was noted that the malfunction appeared to fall under a class two recall from the manufacturer; but, it was unclear which one, if any, recall this was referring to. The healthcare provider (hcp) got denial from the insurance claim for the replacement of the ins following the battery depletion. The patient was charging more than expected. There had been reprogramming in the past, since implant, but not near the time of change in recharging frequency. This had occurred in (B)(6) 2014. The patient had to charge every day, whereas before it was every 2-3 days. The patient used stimulation 24/7. It had been uncomfortable for the patient to charge more often because of weight loss that had progressed from (B)(6) since the patient¿s original accident/injury in 2000. The ins was visible through the skin. The patient sometimes did not rest well due to charging in bed. They could consistently get 6-8 coupling boxes. There was a patient injury. The patient had fallen several times, both after the original accident in 2000 and since implant, including one time where the left shoulder was injured between the wall and bed. The patient had carpel tunnel in both arms/hands from using a cane and walker, because the patient¿s right side had originally been injured. The left side had not deteriorated so the patient couldn¿t walk and use a wheelchair/scooter. The patient had an overall deterioration condition, including the left side which was pre-existing the implant but including since implant. The patient took medicine that helped but also ¿hurt¿. The patient had numerous operations prior to the implant, but also after, including 2 on the back and 3 on the ankle/foot/legs where rods and screws had been used. Further information regarding the battery depletion and patient outcome has been requested. If additional information is received, a follow-up report will be sent.